Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had an issue where orders were not crossing for patient. A technical support specialist (tss) found orders did not cross for a specific patient. Although a patient ID was provided, no specific medication order was available. Upon further inquiry, it was confirmed that the patient had already been discharged after a temporary profile was created. No additional patients experienced the same issue, and only one patient and one station were impacted. The affected station had inventory issues following disaster recovery; caches were cleared and additional space was made available on the hard disk drive (hdd). The customer confirmed case closure. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, orders were not crossing over for the patient. The two medications pulled were an epipen and lidocaine. A secondary ¿fatal error occurred¿ message was flagged when attempting to access the drawerthere were no adverse events or injuries reported based on this event.